Event description:
Reportedly, stapler stapled but did not cut. Email sent. 2006. Per rep response, hospital admission was extended as well as the surgical time. Change from malfunction to serious injury. Sex: unknown. Procedure: unknown.